Event description:
It was reported that during an iliac angioplasty, the catheter balloon would not come back out of the sheath. Both balloon and sheath were removed with no further complications being reported.